Manufacturer narrative:
The device referenced in this report was evaluated by olympus. Olympus was unable to replicate the user's experience of no image. The definitive cause of the user's experience cannot be identified at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports while preparing a high definition lcd monitor for use, it had no image. There is no reported patient contact/impact. Upon evaluation of the reported event, olympus was unable to replicate this issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.